Event description:
It was reported that the ventilator was giving a low tidal volume ventilation of a patient. There was no harm to patient. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on-site and investigated the ventilator. The fse found the ventilator functioning normally and could not reproduce the reported problem. Performed pre-use checks (puc) passed without deviations and no parts were replaced. The ventilator's logs were downloaded and the ventilator was returned to service. Our investigation consists therefore only of a device logs evaluation. The test logs showed that a successful puc was performed 10 days prior to the reported date of event. Event logs show that the ventilation period had blocks of alarms indicating high pressure. Those alarms showed that the ventilator was functioning and it attempted to deliver the set tidal volumes but, it failed due to the imposed restriction of the set upper pressure limit. At the end of ventilation, alarms indicating a leakage were generated. This explains the reported problem regarding low tidal volume values. The root cause for the generated alarms cannot be determined since the reported problem could not be reproduced, but the absence of technical errors indicates that there was no ventilator malfunction.